Manufacturer narrative:
Additional information: patient present with asa classification- class 3-patient with severe systemic disease. The physician was treating a lesion in the proximal lad/ diagonal lesion which was calcified. The lesion was pre-dilated. The lesion was stented. The physician then used a buddy wire technique, using the intuition guide wire and another non-mdt guide wire. On removal of the intuition wire it was noted that the wire had unravelled. Photos of the wire received from the account matched the wire received, analysis of the wire confirmed the damage seen to the returned wire. Product analysis: the guide wire was received severely stretched and unraveled. On closer visual inspection, the wire was found to be broken and also exhibited various kinks along the distal coiled section of the wire. During analysis of the break, the core wire was noted to be kinked at the exact location of the break. The wire outer diameter passed measurement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a buddy wire technique during a stemi using an intuition guide wire and another non-mdt guide wire. 1 image received show a severely stretched intuition wire.